Event description:
Patient was being transferred to iccu. When the monitor was unplugged to transport with the patient, the batteries lasted about 10 seconds before failing. Another monitor was obtained immediately and transport continued without incident. Biomedical engineers checked out the monitor and found no other problems. Once batteries were replaced, no other problem was detected and the monitor was put back into service.